Event description:
It was reported that the bottom of the drip chamber of a flo-gard IV solution administration set separated from the tubing. This occurred during testing of the device by the reporting facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available for evaluation; however, the customer did provide 30 unused samples from the same lot. A visual inspection was performed with no issues noted. A traction test was then performed for randomly selected samples to find the force required for a disconnection to occur; the results were within the acceptance criteria. A malfunctioning product was unable to be verified for any of the unused devices. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.